Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part number: 357.430, synthes lot number#: pe01658, supplier lot number: n/a, release to warehouse date: september 14, 2012, expiration date: n/a, supplier: (B)(4). No ncrs were generated, during production. Review of the device history record showed that there were no issues, during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the device was returned and received at us customer quality (cq). Upon visual inspection, the weld between the tap/reamer handle and shaft was broken. No other issues were identified with the returned device. Functional test: during the functional test, both the components were received detached as the weld between them was broken. The received condition was consistent with the complaint condition, thus the complaint was confirmed. Can the complaint be replicated with the returned device(s)? Yes. Dimensional inspection: no dimensional inspection can be performed, due to post-manufacturing damage. Furthermore, the complaint-relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: the following current and manufactured revisions were reviewed: tap/reamer. Complaint confirmed? Yes. Conclusion: the complaint is confirmed, for the received device. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces, during its use. No new malfunctions were observed, during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a surgery. During the surgery, a tap/reamer for tfn screw was used with an un allegation. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This complaint involves one (1) device. This report is for (1) tap/reamer for trochanteric fixation nail screw this report is 1 of 1 of (B)(4).